Event description:
Event description cpi received information that at a normal follow-up visit, review of the therapy history for this ventak mini implantable cardioverter defibrillator (ICD) showed three episodes where the ICD oversensed while the patient was bradycardic. Stored electrograms showed the rhythm to be 40 beats per minute, but r-r wave measurements were erratic.